Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: transcatheter closure of paravalvular leakage through multiple approaches after surgical mechanical valve replacements: a retrospective study.

Event description:
The article, "transcatheter closure of paravalvular leakage through multiple approaches after surgical mechanical valve replacements: a retrospective study", was reviewed. The article presented a retrospective, multicenter study to review the results with transcatheter closure of paravalvular leak (pvl) after surgical mechanical valve replacements (smvr), devices included in the study were amplatzer pda occluder, amplatzer duct occluder ii, amplatzer vsd occluder, amplatzer vascular plug ii. The article concluded that complex catheter techniques were included in percutaneous closure of mechanical pvl. However, this minimally closure treatment could provide reliable outcomes and shorter hospital stays in selected patients. [The primary and corresponding author was jian yang, department of cardiovascular surgery, xijing hospital, air force medical university, xi¿an 710032, shaanxi province, china, with corresponding e-mail: yangjian1212@hotmail.com]. The time frame of the study was from january 2018 to december 2023. A total of 64 patients were included in the study, of which all received an abbott device. The average age was 49.5 years and the majority gender was male. Comorbidities included prior aortic/mitral valve replacement, history of endocarditis, hemolysis, heart failure, pulmonary hypertension, systemic hypertension, atrial fibrillation, coronary artery disease, and chronic renal insufficiency.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluder ii were reported in a research article in a subject population with multiple co-morbidities including prior aortic/mitral valve replacement, history of endocarditis, hemolysis, heart failure, pulmonary hypertension, systemic hypertension, atrial fibrillation, coronary artery disease, and chronic renal insufficiency. Complications reported included surgical intervention (explant), unexpected medical intervention (blood transfusion), hospitalization, hemolysis, acute renal insufficiency, anemia, obstruction. The reported off-label use was associated with utilizing the device to treat perivalvular leak. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It should be noted that the amplatzer¿ duct occluder ii, instruction for use (IFU), states: "the amplatzer¿ duct occluder ii is a percutaneous transcatheter occlusion device intended for the non-surgical closure of patent ductus arteriosus." B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. H6 medical device problem code: code 2993 removed. Literature: article title: transcatheter closure of paravalvular leakage through multiple approaches after surgical mechanical valve replacements: a retrospective study.